Event description:
Additional information received reported the patient was having an MRI of their head and brain to look at their leads. The MRI was likely related to the patient¿s device.

Event description:
It was reported that impedance measurements after were c/0-3561, 0/3-4356 and therapy impedance was normal. No intervention or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 7482a40, serial# (B)(4), implanted: 2012-(B)(6), product type extension. Product ID 3387-40, lot# s00185936, implanted: 2007-(B)(6), product type lead. Product ID 748240, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 37602, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3387-40, lot# j0118279v, implanted: 2002-(B)(6), product type lead. Product ID 37602, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that elevated impedances were measured on one contact. Contact zero was measured to be out of range with impedances of 3000-4000 ohms. The healthcare professional (hcp) was not sure when the out of range electrode became an issue, but they thought it had been a long standing problem. The patient's previous hcp never used contact zero in programming.